Event description:
It was reported to philips that the battery would not charge. The date on the battery is 25jun2020. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer requested a service quote. A quote was sent to the customer. The customer did not respond to the quote by the due date indicated on the quote. The resolution and disposition are unknown. If additional information is later received, a supplemental report will be submitted.